Event description:
Device malfunction: none. Symptoms/ae: hypotension with syncopal episode. Time of symptoms/ae: one-day post procedure. It was reported that after a stenting procedure of the lica, the patient became syncopal in 2007. The patient had profound orthostatic hypotension and was being treated with dopamine. The patient was weaned off the dopamine three days later. The patient was placed on concomitant oral medication midodrine. The condition resolved on 6/20/2007 and the patient was discharged home. No additional information available.

Manufacturer narrative:
The lot history record was reviewed and there were no non-conformities associated with this product lot.